Event description:
Boston scientific received information that this epicardial lead was surgically abandoned and replaced due to high pacing thresholds. No adverse patient effects were reported.

Manufacturer narrative:
Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.